Event description:
During baxter's functionality testing of a spectrum pump, a keypad malfunction was experienced. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification due to fluid intrusion and could not be evaluated for the keypad malfunction experienced during functionality testing. The keypad was replaced.